Event description:
A physician was using the needle holder in the heart and noticed a section of the jaw insert was missing. The sterile field and floor were searched, but it was not found. Patient was searched with x-ray.